Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user indicated that a power blip occurred and the unit had not powered back on since. The device had been unplugged and reconnected to multiple outlets, but it still does not power up. Additionally, the backup battery indicator light was not illuminated. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer (fse) verified that the power outlet and power cable were working. The fse isolated the drawers and determined that the comm sled was compromised, replaced the comm sled and reconnected each smart drawer individually. When the matrix controllers from drawers 3 and 5 were connected, the machine would not power on, and the screamer caused the new comm sled to malfunction. The fse tested the power supply alone and heard the fan. After connecting the power supply to the comm sled with all board connections removed, the station began booting. The fse tested the drawers one by one showed that the mini drawer 1 and matrix drawers 3 and 4 prevented the station from booting and replaced the drawer board for matrix drawer 3, but the station still failed to boot with that drawer. The fse suspected a power supply issue and replaced it and booted the station. The station was powered on successfully. The system functioned as intended after the field service engineer repaired the device.